Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would cause skin irritation. The formed needle and soft cannula were inspected for any damages or defects that could contribute to skin irritation at the infusion site. The soft cannula was found to be kinked. It could not be determined when or how this damage occurred. The exact cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen longer than 48 hours. A new pod was applied to treat the hyperglycemia.